Event description:
Pt was having a left percutaneous nephrolithotomy for left staghorn calculus. During course of the procedure, disposable laser dissolved as expected; however, the sheath that encloses the laser chipped off at the tip where the laser meets the sheath leaving approximately a 1mm-2mm "chip" in the sheath. Dates of use: single use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: left staghorn calculus.